Event description:
It was reported to philips that the system gave a remote alert indicating it was unable to communicate with the geometry computer, which can impact geometry movements. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed the reported remote alert, that the system was unable to communicate with geo ipc. Upon troubleshooting, the fse found that the high temperature in the technical room was causing the problem with the geo pc. The overheating environment was affecting the pcs. To resolve the issue, the fse shut down the system multiple times, and the geo pc booted up normally each time. There was a recurrence, but the fse did not observe any problems. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the product user must institute a user routine checks program. The user of the product shall ensure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed not to use the product for any application until the user is sure that routine checks have been satisfactorily completed. Therefore, because the device was not in use at the time the issue was identified, the user would have identified this issue prior to use, and the issue happened due to improper maintenance. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.